Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned handle noted no abnormalities. All device components were received and properly attached. Functional testing noted that the handle was inserted into a charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.5 software. The handle had 187 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The handle was able to be fired without issue on the a1 fixture. An analysis of the data saved to the system showed no indication of any handle errors or issues that would have caused the handle to be considered faulty. Analysis of the data noted disconnection of the adapter during retraction of the knife blade. It was reported that handle detached from the linear power adapter. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (serial # c19acb0321) sigpshell, sig power sigpshell control shell (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the bariatric surgery, the reload was fired midway through when the handle detached from the linear power adapter. The team was able to reattached the handle, and the firing was completed without any error codes noted on the screen. To prevent recurrence, a disposable handle was used for the remainder of the case. No patient complications have been reported as a result of this event.